Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was fully functional. No product issue was identified. The complaint regarding mcs no longer opened was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument stopped functioning normally (they no longer opened). They were nearing the end of their service life. It became necessary to use another pair of scissors to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, it cannot be the first highlighted one, because there were no issues during the first procedure in the morning. The problem occurred during the afternoon operation. If the table does indeed list the instruments in their chronological order of use, then it is the second highlighted one (ending in 0642). That is, the first mcs used in the afternoon, which we had to replace with a second mcs during the procedure.